Event description:
It was reported that after successful deployment of the vascular stent in the right sfa, the atraumatic catheter detached from the delivery system. There was no problem tracking the device to the treatment site. Based on the info provided the anatomy was tortuous and difficult and the access site was the left sfa with an up-and-over approach. Reportedly, the delivery system catheter became stuck on the guidewire while being retracted and detached completely from the delivery system and remained in the pt. The catheter and guidewire were removed together as a single unit. Another guidewire was inserted and the stent was post-dilated with a pta balloon dilatation catheter, completing the procedure. There was no report of injury to the pt.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product. The device was found to have met specifications prior to shipment. No mfg anomalies were identified that may have caused or contributed to the reported event. This is the first event reported for this lot number to date. The stent remains implanted and the delivery system was returned for eval. The sample was returned with a 0.035 inch guide wire stuck in the inner lumen of the delivery system, as was reported. The detachment of the catheter is determined to be a consequence of the delivery system becoming stuck on the guide wire. All parts of the delivery system were removed from the pt and returned for eval. No evidence of insufficient adhesive used during mfg could be identified. The investigation results confirm the reported complaint. As reported, the event may have been associated with challenging anatomical conditions, as the pathway was tortuous and difficult. However, a definite root cause could not be determined. The instructions for use (IFU) states: "flush the inner lumen of the device with saline prior to use" and "if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together".